Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned per facility policy.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was not returned per facility policy.